Event description:
In 2007, gravida 2, para 1 underwent c-section d/t unfavorable fetal lie. Delivered of healthy infant. Wound closed with 0 dexon suture and running stitch of fascia and 4-0 subcuticular caprosyn suture of the skin. Four days later, seen for c/o bleeding from c-section. Wound noted not to be open but not tightly closed. Drainage felt to be a seroma steri strips applied. The next day, seen in ER for incisional bleeding. One area of incision open. Dressing placed. Told to see ob in am and rest. The following day, seen in ER for wound dehiscence and exposed bowel. Immediately taken to or. Suture noted to be broken. Suture knots were intact. Suture material used for wound closure broke 6 days later resulting in evisceration and surgery. During reop tissue was noted to be without necrosis. No evidence of infection or tissue friable problem. Suture found to have broken. Knots were present, so knot slippage was ruled out. Product not retained for manufacturer evaluation. Result - patient had additional 4 day hospitalization, additional surgical costs and increased exposure to infection.